Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator's esg 400 cautery machine was not working. Additionally, an e433 error code was being displayed. This occurred during preparation for an unspecified procedure. There was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The event was not reproduced during the service inspection and no other anomalies were confirmed. A definitive root cause of the event cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.